Event description:
It was reported patient presented remotely. Remote transmission showed that patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. Patient was stable.